Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 user was approx 50% completed with branch ligation when it was noted on the video monitor that the wires on the jaw appeared to be separating from the jaw material. Upon removal of the hp2 device it appeared that the wires had separated. A new vh-4000 hp2 device was obtained and the case was successfully completed. There was no harm or injury to the pt. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the jaws were burnt, the heater hook had lifted up somewhat and was pulling the tip of the hot boot up. The cold jaw silicone boot tip was peeling also. There was some evidence of blood. Based upon the visual observations, the reported complaint for "heater separated" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).